Event description:
A vague report was received that channel one of the pump was underdelivering while being used on a pt. No specific clinical or pt info was able to be received. No pt injury was reported.